Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, after 1st firing, two plates were deployed at the same time. The complaint device was received and evaluated. Visual observations confirm that both implants are deployed from the needle. In addition, it was identified that the sleeve was deformed in the distal part. A manufacturing record evaluation was performed for the finished device lot number: 6l45389, and no non-conformances related to the reported complaint condition were identified. The complaint can be confirmed. As per IFU-113244, penetrate the tissue to desired depth, referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. At desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. Locate the intended position of the second implant, which should be approximately 6 mm to 9 mm from the first implant. Penetrate the tissue to desired depth, again referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. Avoid damaging suture with needle. At desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the second implant. The implant is fully deployed when you hear an audible ¿click¿. The possible root cause for the deploy failure reported could be related to the needle insertion which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This would result in the first implant being only partially deployed. Then, when the trigger was pulled again both implants would be deployed at the same time. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a in that during a meniscal repair procedure on (B)(6) 2021, it was observed that the truespan 24 degree peek device deployed two plates at the same time after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.